Event description:
Customer reported with an issue of bad angle, separation. The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation found the coating of the insertion section is peeling off (greater than or equal to 1x1 mm2). This report is being submitted for the coating is peeling off in the insertion section of the device which was found on device evaluation.

Manufacturer narrative:
Device return evaluation was completed . The customer reported issue of bad angle was confirmed. Evaluation found the bending in the down direction during angulation test was not possible due to the broken angle wire and poor vision was observed. In addition, peeling of the coating of the insertion section was observed. Furthermore, the following findings during inspection were noted: the channel cleaning brush cannot be inserted smoothly into the forceps channel. The light guide (lg) bundle is broken due to external factors. The curved tube found crushed due to external factors. The flexible tube of the insertion section found crushed due to external factors. The watertightness of the operating part (base of the suction port) is not maintained due to external factors. The operation part found damaged due to an external factor. Watertightness not maintained due to holes in the curved rubber due to external factors. Scratches are found on the insertion part, corrugated due to external factors. Scratches are found on the eyepiece due to external factors. Scratches on the operation unit cover due to external factors are observed. Scratches are found on the grip due to external factors. There are scratches on the angle lever due to external factors. Scratches are found on the ud plate due to external factors. Scratches are found on the vent metal under the grip due to external factors. Scratches are found on the fixed ring due to external factors. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 31 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the , stress of repeated use, external factors, or handling. It is suggested that the user inspect the device prior to use and on a regular basis continuously. Olympus will continue to monitor field performance for this device.